Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test and system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
The peritoneal dialysis (pd) patient¿s nurse reported the patient experienced drain volume that was over 192% of their fill volume. The patient¿s cycler did not alarm. The patient was able to complete treatment manually. The patient had a last drain volume of 4233ml and their largest fill volume was 2203ml. The reported large drain of 4233ml was 192% over the expected drain volume which resulted in a reportable malfunction. During follow up the patient¿s nurse reported the patient did not require any medical intervention. The cycler was replaced.